Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with pd related infection. No additional details were provided in the initial reporting. During follow-up, a pd nurse familiar with the patient stated the patient was hospitalized with peritonitis characterized by symptoms of abdominal pain. While hospitalized, the patient had a pd culture obtained which grew coagulase negative staphylococcus and had an elevated white blood cell (wbc) count (result not provided). The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. Subsequently, on (B)(6) 2023, the patient discharged home and was completing pd treatments using the same cycler without any further reported issues. The nurse confirmed the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated with touch contamination during the pd exchange, as reported by the patient¿s nurse.